Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, at the first firing, the staple was pre-fired and was not able to be used. Another reload was used, however it was too stiff and just fired halfway, the staples that were not able to be fired fell off into the cavity and was able to be retrieved. Oozing bleeding occurred as a result of the issue. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.